Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ER during the insertion procedure, the user found that the connection between the raulerson introduction syringe and the introducer needle was too loose. As a result, a new kit was opened and used to complete the procedure successfully. It is unknown whether there was a delay; however, there was no harm, death, or complication to the patient as a result of this occurrence.